Event description:
While preparing a dose of carboplatin ivpb, the luer lock portion of the syringe broke while I was withdrawing the drug to add to the IV bag. The syringe is a 60 ml monoject syringe. These syringes are made from a type of plastic that breaks easily and the tip (where it attaches to the closed-system adapter) is flimsy. There was a resulting leakage of a few drops of carboplatin, which was absorbed by the chemo pad. I had to remove the adapter from the broken syringe and draw up the drug into another monoject syringe using a needle, bypassing the closed-system syringe adapter. (B)(6).